Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the instructions for use, valve malposition requiring intervention and paravalvular leak (pvl) are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, it was reported that there was still a pulse pressure during rapid pacing (58mmhg) causing the xt valve to move aortic during deployment. The pvl was likely due to the xt valve malposition. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, post deployment the 26mm sapien xt valve position was too aortic with moderate paravalvular leak (pvl) observed. A 2nd 26mm xt valve was implanted. The 26 sapien xt/ novaflex+ were prepped per IFU. The xt valve positioned 60:40 aortic/ventricular (a/v) across annulus. Rapid pacing was initiated, the mean pressure dropped to 58mmhg and the xt valve was deployed. During deployment, the valve moved aortic and landed 90:10 a/v. Per tee there was moderate pvl. A 2nd 26mm xt valve was deployed inside and slightly lower. Post deployment the 2nd valve position was 60:40 a/v and tee showed trace pvl. The patient left the or in stable condition. It was reported that there still was a pulse pressure during rapid pacing, causing the valve to move aortic. The aortic annulus diameter measured 21.5 mm x 27 mm by CT with moderate annular calcification and severe leaflet calcification. The patient had a baseline ejection fraction of 60%.